Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient reported for the last 4 months (starting in january) they have had decreased efficacy from the pump. External factors that may have contributed to the issue included the patient falling twice. The healthcare provider (hcp) planned to do a dye study today. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was not planned. The patient had a medical history of chronic pain, type 2 diabetes, and failed back surgery syndrome. Their weight was (B)(6) pounds. They were without injury at the time of the report. Additional information was received from the rep who reported that the cause of the decreased efficacy was not determined and there was not an issue with the pump. A dye study was performed which found the catheter to be patent, but it had moved down a level from the patient's falls. To help with the decreased efficacy, the patient was given a personal therapy manager (ptm) and a bolus. It was noted that the catheter was at t10 top originally, and was now at t11. It was confirmed that the patient's falls were not related to their device and/or therapy. The bolus seemed to help the decreased efficacy immediately, but the symptoms returned pretty quickly after the bolus so the hcp changed the drug in their pump to dilaudid. Surgical intervention to resolve the catheter migration did not occur and it was not planned.